Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the patient experienced cardiac perforation, pericardial effusion, cardiac tamponade and blood pressure drop during a procedure to implant a leadless implantable pulse generator (ipg) system. It was reported that that the heart was small and two implant locations in the right ventricular (rv) were attempted and the ipg system slipped. The ipg exhibited non-capture during the procedure. The patient's condition worsened due to ventricular tamponade so the procedure was discontinued. The patient was admitted to the intensive care unit (ICU). Pericardial puncture, drainage, resuscitation, intubation and blood transfusion were performed. The implantable pulse generator (ipg) system was attempted/not used. It was reported that the patient died. Cause of death was provided as cardiac tamponade.